Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approx. 117 months after implantation, inappropriate shock deliveries due to noise were observed. The lead was capped and replaced.